Event description:
It was reported by a maintenance man at a school that the chain guard on an old tricycle had been removed and that a child lying on the floor in the gymnasium got their hand caught between the chain and the rear sprocket of the tricycle. It was reported that the child went to the hospital for damage to one of the fingers.

Manufacturer narrative:
The tricycle was manufactured with a chain guard installed which has since been removed by the customer. This removal of the chain guard is the reason that this event occurred. The event could not have occurred if the device had not been modified by the customer.